Event description:
It was reported that pump experienced malfunction alarm identified by code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method for insulin delivery if needed, while technical support confirmed pump.